Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted with plate and screw construct on (B)(6) 2013 for femoral neck fracture. It is reported that on (B)(6) 2013 two cortex screws broke. Patient returned to the operating room on (B)(6) 2013 and hardware was removed. No further information is available at this time. This report is for an unknown 4.5 cortex screw. This is 1 of 3 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
This is 1 of 3 reports for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The investigation is ongoing.

Manufacturer narrative:
This device used for treatment and not diagnosis.the examination of the manufacturer documents, technical drawings and raw-material inspection sheet showed that the chemical composition, microstructure and mechanical properties are in compliance with the international standards. The dimensions were found to be in compliance with the technical drawings of the producer and ao/asif specifications. The failure was due to dynamic bending which led to the material fatigue. Based on the topography of the fracture surfaces we can conclude that the implant had to absorb and neutralize forces that have been greater than the tolerable load. A failure resulting from either a material defect or the manufacturing process can be excluded.